Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to open or close. The site reported that using the manual door open process allowed the system to open, but it was unable to open on its own. No patient was present at the time of the event.

Manufacturer narrative:
(H3, h6): the manufacturing representative went to site to test the imaging system and found that rotor alignment was needed. After the alignment, the door closed properly. System checkout was completed, and the system was fully operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.